Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no impact to the customer's blood glucose level. It was confirmed the malfunction alarm was cleared. The customer stated a new cartridge will be loaded onto the pump to resume insulin delivery and declined further assistance from tandem technical support.